Event description:
The spain customer reported dispensing/aspiration problems resulting in suboptimal patient slides, control slides not affected. The customer detected traces of hematoxylin at the end of the runs. The field service engineer repaired the instrument by repairing and unclogging the probe kit which resolved this malfunction. The instrument is fully operational, within specification, and ready for use. The customer is able to continue staining using internal controls and washing manually in the last step. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. (B)(6).